Event description:
It was reported that this event occurred in the intensive care unit. The insertion site was the left radial artery. Arterial puncture was done via ultrasound guidance. Some resistance was noted initially, but the guide wire was able to be passed. On removal of the device, the guide wire was noted to be bent and the catheter length was only 2cm, not the usual 3.81 cm. Suspicion was that a catheter fragment remained in the tissue. As a result, the patient was sent for an ultrasound of the forearm. There was an 8mm tubular foreign body anterior to the lump of the left wrist and anteromedial to the radial artery. It was within the subcutaneous tissue, approximately 2.5 mm from the skin. The foreign body was surgically removed from the patient.

Manufacturer narrative:
(B)(4).